Event description:
Customer reported unexpected negative reactivity for a patient sample containing anti-e. No adverse event occurred as a result of the unexpected reactivity.

Manufacturer narrative:
A service call was made. The camera reader light bulb was deteriorating; the light bulb was replaced. The washer manifold was removed and cleaned.the system was tested and operated within specifications with no problems observed.reactivity of the e antigen was confirmed on retention capture-r ready screen (crrs) I and ii, lot x298, and capture-r ready ID (crrid), lot id118,used by the customer at the time of the event. A DHR review was performed to confirm the reactivity of the e antigen at the time of release on capture-r ready ID lot id117, used by the customer at the time of the event..reactivity of the e antigen was confirmed on returned crrs (I and ii), lot x298, and crrid, lot id118.